Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that the orders were not crossing over to multiple stations. A technical support specialist stopped and started the external inbound processor service, after which messages began to drain and process. Tss confirmed that the inbound observer tool was installed, as shown by the earlier service stop/start entries in the logs. Although the dequeue message was not visible in the external inbound processor logs, messages were processing, and it appeared the server could not keep up with the volume, applied the dequeue settings from knowledge article (ka) medstation es configuring messaging polling interval times and message processing speed maximum amount of processing messages reached, skipping dequeue, found the dequeue amount set to 8 and updated it to 128 per the knowledge article. Using query to check for messages with more than a 3 minute delay between the carefusion coordination engine (cce) and the enterprise server, it appeared the issue began at approximately 1:52 pm local time. After increasing the dequeue size, message processing improved significantly. Server resources remained stable with the adjusted dequeue value, though did note that the application server was running with only 8 gigabytes (gb) of memory. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, orders were not crossing over for multiple facilities. Customer stated that some orders crossed after 20-30 minutes, while others did not cross at all and critical override had to be used to obtain medications. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ es server, orders were not crossing over for multiple facilities. Customer stated that some orders crossed after 20-30 minutes, while others did not cross at all and critical override had to be used to obtain medications. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.